Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used in a cranial resection procedure. It was reported that the surgeon had failed registration seven times. The medtronic representative recommended to attempt tracing more on the nose, but the surgeon decided to abort use of navigation. The surgery was completed without navigation and with a delay of 30 minutes. There was no further reported impact to the patient. Additional information received on 2017-may-23 noted that the surgeon usually uses fiducials and at the time of the procedure decided to attempt tracer.